Manufacturer narrative:
Section d4: device information updated.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned deep within the laa and pressed on the wall. It was noticed that the patient's body jittered and the position of the was changed. At this time a pericardial effusion was noted. A contrast injection was performed and confirmed a perforation. The was was removed from the patient as the patient began to deteriorate. A pericardiocentesis was performed immediately. The patient was sent to surgery for treatment. The patient recovered post treatment.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned deep within the laa and pressed on the wall. It was noticed that the patient's body jittered and the position of the was changed. At this time a pericardial effusion was noted. A contrast injection was performed and confirmed a perforation. The was removed from the patient as the patient began to deteriorate. A pericardiocentesis was performed immediately. The patient was sent to surgery for treatment. The patient recovered post treatment.